Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Upon visual inspection of the sample, foreign matter can be seen within the drip chamber. Looking at the samples under magnification further identifies the foreign matter at the top of the inner walls of the drip chamber. A device history record review for model 72213n, lot number 20073274 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the foreign matter seen in the infusion set is was determined to be a result of the supplier process in which the drip chamber component came into contact with grease used in the molding machinery. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #20073274 regarding item #72213n.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 72213n, batch/ lot #: 20073274. Substance noted inside chamber.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 72213n, batch/ lot #: 20073274. Substance noted inside chamber.